Manufacturer narrative:
Manufacture reference number: (B)(4). Though the capsule was not received for evaluation, the study was received. Based on the data that was collected during the procedure, it was evident that the study duration was 48 hours. The study ignored twice- once between 10:31pm until 6:43am on the first day when the patient was in supine status and once at 11:01pm to 6:43am on the second day when the patient was in supine status. The root cause for the ignores during the study was concluded to be due to the fact that the patient was placing the recorder far away from his sleeping area. A review of the device history record indicating that the product was released meeting finished product specifications.

Event description:
According to the reporter, during an esophageal procedure, there was a high level of artifact during the study. The doctor performed a repeat rocedure on this patient. No other known adverse events were reported.